Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device jumped to a pace above what it was set to, although it was noted that the tester recorded two events of the rate going below the set point after 94 hours. Analysis additionally noted that the upper and lower cases were broken, the ring bail was bent, there were missing segments on the high rate display and the main clear cover was missing. Due to its length of service the generator was returned to the customer unrepaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was connected to a patient when the pacing rate spiked. The epg power was cycled and reset, but again the pacing spiked. The patient went into ventricular fibrillation, required defibrillation, and recovered. The epg was removed from use and was returned for service. No further patient complications have been reported as a result of this event.